Event description:
A 4 and then 3 fogarty were placed retrograde in the superficial femoral artery (sfa). Fresh thrombus was removed. A second pass was made with a 4 fogarty catheter and the 4 fogarty catheter actually became lodged as I was pulling it back. I tried a multitude of manipulations, but was unable to dislodge it. Negative pressure was placed on the catheter and then traction placed. The balloon ruptured and then the catheter came out, but it appeared that some of the balloon remained in the patient. The balloon portion of the catheter remained in the patient. At this point an angiogram was performed down the leg. There appeared to be a severe stenosis in the proximal third of the sfa (80%). It looked as though that was where the balloon had been stuck.